Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The lemo connector and interconnect cable were reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system was unable to produce an image, that the live screen was black. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.